Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An alert for normal elective replacement indicator (eri) was delivered via merlin.net. Technical support was contacted and suspected that the longevity of the device was overestimated by the programmer during the previous follow-up. A device explant procedure is anticipated and the patient was stable.

Event description:
Additional information was received indicating that the device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable.